Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hematoma/access site adverse event was most likely an unintended user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a (B)(6) male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The care team was called to evaluate a groin hematoma. Assessment revealed that the access angle was not well aligned and the impella catheter had been positioned through the knee immobilizer straps. Manual pressure was applied, the catheter was removed from the immobilizer straps, and the access angle was corrected. Heparin was held. The hematoma subsequently appeared resolved. An additional contributing factor was frequent patient movement. The patient survived to explant. The reported hematoma requiring hemostasis is consistent with access-site complications related to femoral arterial cannulation and may be influenced by suboptimal access angle and patient movement.